Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension from 1999 to 2004. Previously administered products included for an unreported indication: contraceptive pill nos. Concurrent conditions included overweight. Concomitant products included citalopram since 2009, lisinopril since 2017 and losartan potassium since 2017. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2006, the patient experienced vision blurred ("blurry vision"). In (B)(6) 2007, the patient experienced visual impairment ("vision problems: worsening vision"). In (B)(6) 2009, the patient experienced depression ("psych injury: depression"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and mood swings ("hormonal changes: mood swings"). In (B)(6) 2014, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraines / headaches") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("hip pain"). In (B)(6) 2018, the patient experienced myalgia ("muscle aches"). On an unknown date, the patient experienced headache ("headaches"), dysgeusia ("metallic taste in mouth"), menstrual disorder ("period sickness"), hypertension ("hypertension"), pain in extremity ("pain in legs and feet"), gait disturbance ("can barely walk") and burning sensation ("feet feel like they are burning"). The patient was treated with surgery (hysterectomy /bilateral salpingectomy/ unilateral oophorectomy/uterosacral ligament suspension/cysto). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, depression, fatigue, tooth disorder, alopecia, migraine, headache, visual impairment, weight increased, dysgeusia, mood swings, myalgia and arthralgia had resolved and the menstrual disorder, vaginal haemorrhage, hypertension, pain in extremity, gait disturbance, burning sensation and vision blurred outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, burning sensation, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gait disturbance, headache, hypertension, menorrhagia, menstrual disorder, migraine, mood swings, myalgia, pain in extremity, pelvic pain, tooth disorder, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure (ess205). The reporter commented: she received treatment for the following events dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),other, pelvic/ abdominal, back, psych injury, fatigue, dental problems., hair loss, migraine, headaches, vision problems, other, weight gain and metallic taste in mouth. Current weight (B)(6) lbs. On (B)(6) 2019 uterosacral ligament suspension and cystourethroscopy surgery was done diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - on (B)(6) 2004: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, back pain , dysmenorrhea, headaches, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received: this case was upgraded from other event to incident. Event injury was updated as dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),other, pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding), psych injury: depression, fatigue, dental problems., hair loss, migraine, headaches, vision problems, other, weight gain,metallic taste in mouth, hormonal changes: mood swings, period sickness, abnormal bleeding vaginal, muscle aches, hip pain, hypertension, pain in legs and feet, can barely walk, feet feel like they are burning and metallic taste in mouth. Patient date of birth, lab data, essure removal date and treatment details and reporter was added. Essure insertion date was updated. Medical history, historical drug, concomitant drug and concurrent condition was added. Process with fu (3) and (4) on 20-sep-2019: process with fu (2). On 27-sep-2019: process with fu (2). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.